Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during a hysterectomy procedure, the device started blacking out involving an olympus flex deflectable videoscope. The procedure was completed utilizing an olympus back up device. There was no patient harm reported.